Manufacturer narrative:
Analysis of the pump found no anomaly.

Manufacturer narrative:
Refers to the main device, other components include: product ID: 8596, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 2000 mcg/ml gablofen at an unknown dosage via an implantable pump for intractable spasticity and head/brain injury. On (B)(6) 2016, it was reported that the patient¿s pump was removed due to an infection related to the patient¿s spinal hardware. The patient reportedly has been responding well to oral baclofen. The pump was explanted on (B)(6) 2015. The pump was returned for analysis by the manufacturer on 2015-dec-10.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.